Event description:
It was reported a pseudo aneurysm occurred. A left atrial appendage (laa) closure procedure was performed. There was an outer 16 fr sheath used and the watchman access system passed through it. A watchman laa closure device was successfully implanted in the laa and the procedure was completed. It was noticed that there was an arterial/venous stick which created a pseudo aneurysm. Surgical intervention was required. The patient is doing well and was discharged from the hospital in stable condition.